Manufacturer narrative:
Medical device expiration date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to loose connection as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
Hold for marlo 8.5it was reported during use the bd vacutainer® blood transfer device holder with female luer adapter hub separates from the device. The following information was provided by the initial reporter: the "connection of a syringe was loose."